Event description:
Complaint found in maude database reports: nurse practitioner was performing thoracentesis on patient. As she went to remove guide needle, a piece of the valve broke off the catheter. Thus an undetermined amount of air was sucked into the catheter into the patient's pleural space. The nurse practitioner was able to manually remove the air by connecting a syringe onto the broken piece on the catheter.

Manufacturer narrative:
(B)(4). The MDR report key/report number is (B)(4). The MDR text key is (B)(4).

Event description:
Complaint found in maude database reports: nurse practitioner was performing thoracentesis on patient. As she went to remove guide needle, a piece of the valve broke off the catheter. Thus an undetermined amount of air was sucked into the catheter into the patient's pleural space. The nurse practitioner was able to manually remove the air by connecting a syringe onto the broken piece on the catheter.

Manufacturer narrative:
Qn# (B)(4). The MDR report key/report number is 13024716. The MDR text key is 282389640. Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.